Manufacturer narrative:
Failure analysis for fiber (B)(4): the distal end of glass cap is detached and not returned; the glass cap is fractured distal to the uv glue zone; the heat shrink tubing is melted; there is some white unknown substance noted inside the heat shrink tubing near the open end; the fiber appears blackened near the distal end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 76,098 joules, 12:08 minutes while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.